Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient developed a hematoma at the pocket site. The patient was hospitalized and the physician removed the hematoma. The patient recovered without sequelae.